Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the wash concentrate canister does not stop filling and overflows into the pressure system. The fse replaced the wash concentrate canister float switch, and this leaking issue has been resolved. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that they cannot get hydro drawer push in on synchron lx20 clinical system and also stated that water is leaking all over the floor. A customer technical support (cts) had customer turn off inside instrument water lever and suggested customer to use personal protective equipment (ppe). Customer stated that no one was injured nor slipped from the leak in connection with this event.